Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating they tested the impedances multiple times and continued to get a 2337 ohm reading on c <(>&<)> 0. The surgeon was not concerned as it was only a slightly higher than normal value. The cause of the out of range impedance was unknown. During the replacement, the battery to extension connection was cleaned. After the replacement all impedances had dropped, with c <(>&<)> 0 at 1214 ohms and "no problems found".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. Prior to ins replacement for normal end of life (eol), a high impedance of 2337 ohms was observed on c/0. No medical symptoms were reported.